Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device noted untreated episodes. Boston scientific technical services (ts) reviewed the available information and concluded this was air escaping via the electrode lumen. At this time, no changes were made to the system. No adverse patient effects were reported.